Event description:
It was reported that pump had unresponsive touchscreen and patient did not want to troubleshoot these problems. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any further actions taken by the customer or technical support.